Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that on the third day of use, the infusion set came undone and the tubing came off at the site while sleeping. The patient woke up with high blood glucose level, which was self-treated with a bolus. The site location was patient's right hip and the pump was on the right side of the body. The infusions were stored in the pantry. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.